Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented via remote transmission, right ventricular (rv) lead noise resulting in pacing inhibition was observed. The rv lead was replaced however the old lead was plugged into the left ventricular port as a non-sensing redundant rv lead until the new replacement rv lead is stabilized. The procedure was completed with no patient consequences.